Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels reaching 514mg/dl and trace to light ketones. A correction bolus via the pump was delivered to address the bg level. The contact stated the elevated bg levels were due to the customer trying to figure out how to manage diabetes via bolus delivery. No issues were observed with the supplies in use during these elevated bg levels.